Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that a the right ventricular (rv) lead triggered an alert for a high out of range pace impedance measurement, that was greater than 125 ohms. Technical services (ts) noted that if the impedance continued to rise, the healthcare provider health care professional (hcp) could consider an in-office check. Additional information reported that the 1 year trend looked fairly stable at 110 ohms and there was one reading at 125 ohms. Ts discussed that the hcp could consider moving the alert limit to 150 ohms for this system. No adverse patient effects were reported.